Manufacturer narrative:
A ventec clinical specialist contacted the reporter to provide clinical and technical assistance. Ventec assisted the reporter, a respiratory therapist, with updating the device's settings in order to improve the patient's comfort while on the vocsn. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that a patient was having difficulty breathing while on the device. There was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.